Manufacturer narrative:
After further evaluation of complaint, it has been determined that complaint is reportable. Air bubbles in a syringe when used for blood collection/testing is a reportable malfunction.

Event description:
It was reported that there were large amounts of entrained air drawn into the syringe of the 3 ml bd luer-lok¿ luer-lok¿ tip. Per email: use of this syringe to draw blood for labwork via clave/IV or direct access by phebotomy has resulted in large amounts of entrained air and labwork that is rejected as hemolyzed. This has occurred in cicu nccu and the lab phlebotomy staff through the house.

Event description:
It was reported that there were large amounts of entrained air drawn into the syringe of the 3 ml bd luer-lok¿ luer-lok¿ tip. Per email: use of this syringe to draw blood for labwork via clave/IV or direct access by phebotomy has resulted in large amounts of entrained air and labwork that is rejected as hemolyzed. This has occurred in cicu nccu and the lab phlebotomy staff through the house.

Manufacturer narrative:
Correction: the complaint information was revaluated and no longer meets our reporting criteria per CPR-051 guidelines.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were large amounts of entrained air drawn into the syringe of the 3 ml bd luer-lok¿ luer-lok¿ tip. Per email: use of this syringe to draw blood for labwork via clave/IV or direct access by phlebotomy has resulted in large amounts of entrained air and labwork that is rejected as hemolyzed. This has occurred in cicu nccu and the lab phlebotomy staff through the house.